Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occured. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). The target lesion was predilated with a 2.5 x 15mm non bsc device. The 3.00x16mm taxus express2 drug eluting stent (des) was advanced to the target lesion but could not cross the lesion. When the des was removed from the pt's body, it was noted that the stent edge was lifted. No pt complications were reported with the pt's current condition listed as "good".